Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.

Event description:
During the procedure, upon opening the implant's internal packaging, a brown stain/marking was observed on the blue silicone packaging. No alternative implant was available due to the loan inventory available at the site. Following discussion, the two consulting surgeons elected to proceed with implantation of the device.